Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system may be experiencing oversening and inappropriate therapy. An invasive procedure was performed and the physician elected to implant a new bipolar rate sensing lead. The chronic bipolar rate sensing lead was capped. The device was reimplanted.